Event description:
It was reported that st segment elevation, an air embolism and bradycardia were experienced. During the intellamap orion catheter preparation, the staff accidentally connected the flush line to metriq pump instead of pressure saline bag. The orion catheter was inserted into the body, and during mapping a staff member turned on the pump without flushing out air. Air entered patient's body and caused a st elevation. The physician took corrective measures. The catheter was removed, flushed, and the case continued after the st elevation normalized. The procedure was completed without any other complications. The patient's condition was normal following the case and the day after.

Manufacturer narrative:
MFR site facility name updated from boston scientific scimed, inc to boston scientific ireland limited. MFR site address 1 updated from two scimed place to ballybrit business park. MFR site city updated from maple grove to galway. MFR site country updated from united states to ireland. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 09:10 am CT. The report number is being corrected from: 2134265-2018-64101 to: 2134265-2018-60478.

Event description:
It was reported that complications occurred due to anatomical access. A left atrial appendage (laa) closure procedure was being performed. Several punctures to the vein were needed for access in the groin. A watchman access system was advanced to the laa. Three different size watchman laa closure devices were attempted to be implanted; however, they were unable to anchor to the laa. After the second closure device was attempted, the patients blood pressure dropped and blood was noted in the abdominal area. The patient was treated with medication. After the procedure, it was observed that the bleeding was due to the difficulties puncturing the vein at the access site. The bleeding occurred in the groin area and bled into the tissue of the leg. No watchman was implanted and the patient will continue with their medication regimen.

Event description:
It was reported that st segment elevation, an air embolism and bradycardia were experienced. During the intellamap orion catheter preparation, the staff accidentally connected the flush line to metriq pump instead of pressure saline bag. The orion catheter was inserted into the body, and during mapping a staff member turned on the pump without flushing out air. Air entered patient's body and caused a st elevation. The physician took corrective measures. The catheter was removed, flushed, and the case continued after the st elevation normalized. The procedure was completed without any other complications. The patient's condition was normal following the case and the day after. The device was returned for analysis. Visual inspection showed no abnormalities and the device passed all irrigation and leak tests.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:34 pm CT. The report number is being corrected from: 2134265-2018-63961 to: 2134265-2018-60478. This report is follow-up # 1.